Event description:
The physician reported the device in question was used in an aneurysm embolization. The physician reported that post procedure, the pt had a cerebellar infarct. The pt had an angiogram done and was given heparin. The pt had a ventriculostomy and was reported as stable.

Manufacturer narrative:
The device in question will not be returned to the MFR for further investigation as it was implanted into the pt. The lot number is unk, therefore, a lot history record review could not be performed. Therefore, the MFR cannot conclusively determine the cause of the user's experience. If further significant info becomes available, a supplemental report will be submitted.